Manufacturer narrative:
H.6. Investigation: two samples were provided to our quality team for investigation. Upon receipt, the product was indicated to be chemo contaminated and unfortunately, could not be fully evaluated. During a visual inspection, we were able to identify a leak between the stopper ribs. There was no visual defects or damage that could be observed that could have contributed to the leak. A device history review was performed for the reported lot 2003223, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2003223 were used to perform leakage testing. The product was visually inspected, no defects or damage was noted, the stoppers were properly assembled onto the plunger, and no leak was identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked past the stopper. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter, translated from german to english: "leakage of the syringe plunger of bd plastipak luer-lok syringes when using cytostatic solution. Whether the leakage is caused by the cytostatic solution or is due to some other defect thst has not been determined yet." "- 2 pieces bd plastipak luer-lok syringe 50 ml - 1 piece bd plastipak luer-lok syringe 10 leakage past the rubber stopper, plunger does not fit tightly to the inner wall of the barrel. 2 syringes wrapped in plastic foil"

Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked past the stopper. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "leakage of the syringe plunger of bd plastipak luer-lok syringes when using cytostatic solution. Whether the leakage is caused by the cytostatic solution or is due to some other defect that has not been determined yet." "2 pieces bd plastipak luer-lok syringe 50 ml. 1 piece bd plastipak luer-lok syringe 10. Leakage past the rubber stopper, plunger does not fit tightly to the inner wall of the barrel. 2 syringes wrapped in plastic foil".